Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 324 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a bolus of insulin was delivered and a new pod was applied.

Manufacturer narrative:
Investigation discovered that the exposed portion of the soft cannula was observed to be flattened. The overall length of the soft cannula measured out to be 1.0745", which is out of specification. During investigation, an external tear was also discovered on the soft cannula. The tear did prevent the fluid from completing the fluid path during fluid path testing. The downloaded data does not show any timeouts or drive stalls during the pod's run. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be conclusively determined.